Event description:
Report rec'd of the pump falling off of an IV pole onto the pt's foot. The customer reported that while taking the pt to x-ray via wheelchair, the free standing IV pole tipped as it was pushed over the "crack" of an elevator. The pump reportedly "came completely off of the IV pole and dropped onto the pt's foot." The customer indicated that "there was a small abrasion on the pt's left ankle." The pt was treated by elevation of the leg and application of ice. No other medical interventions were required. On the same day as the event, the customer reported that the pt "later walked" with "gait steady and no complaints of pain." The pt was discharged on an unspecified date and there were no reported adverse pt sequelae. Though requested, no add'l info was provided.